Manufacturer narrative:
The device was not returned for analysis. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the IFU deviation contributed to the reported difficulties. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. A sterile device from the same lot was returned and testing was successfully performed with no anomalies noted. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot number and manufacturing date. H4: expiration date.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional six devices referenced are filed under separate medwatch report numbers.na.

Event description:
It was reported that suture placement with seven proglide devices was attempted in the left common femoral artery via a 6fr sheath using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with all seven proglides, the suture did not capture and came out with the device. The sheath was upsized to a 16fr and the aaa procedure was completed. A cut down was performed and the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. A femoral angiogram or other imaging was not taken prior to the procedure. No additional information was provided.